Event description:
The customer contact reported a delay in critical therapy following a leak. On 11/05/2012, at 1100, the tubing set was being used to deliver heparin 25000 u/500ml, at a dose of 14 u/kg/hr, via a plum pump. On (B)(6) 2012 at 0900, it was reported that the pt's anti-xa lab value had "dropped rapidly" from a level of 0.56iu/ml to <0.10iu/ml. At this time, the customer contact reported that an unspecified volume of solution was noted on the floor. It was reported that a during a visual examination of the tubing set, a leak of solution was noted at the connection of the tubing and the outlet port of the cassette. The customer contact reported that "approximately 10 hours worth" of solution had leaked. The physician was notified. The pt was treated with unspecified bolus of heparin. It was also reported that the tubing set was replaced and the delivery was resumed at a rate of 18 u/kg/hr. The customer contact reported that the pt "showed gradual improvement in overall condition despite events." Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.